Event description:
On 2/7/2023 linkbio followed up with (B)(6) surgery coordinator to provide the post-op notes for (B)(4) in order to draft the 45-day FDA follow-up report (due 2/11/23). It was then that linkbio was informed that the office has not been able to see the patient back due to her being in the hospital for sepsis. The date of surgery occurred on (B)(6) 2022 and the patient developed sepsis thereafter although the exact date of event is unknown.